Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: there are visible marks of impaction onto the locking knob which turns freely. The instrument is no longer functional with no mechanical stop to securely lock the spacer. Manufacturing record review: no discrepancies noted. Complaint history analysis: ten previous records for damage of the locking knob and the cause of these previous complaints was identified as a strong impaction onto the locking knob which damaged the inside mechanism. Risk assessment: the issue was detected in the tray before surgery with no pt involvement. Conclusion: the breakage of the locking knob is a known issue and a CAPA has been initiated. At this time the root cause analysis and action plan are not yet defined. The instrument involved in this report was manufactured before the CAPA initiation.

Event description:
It was reported that, "found broken navigator inserter in tray. Proximal knob turns but sleeve does not move."